Event description:
The patient is in the hospital and the suspect device was used to test their blood glucose level. A result of 430mg/dl was obtained. A second device was then used and the result was 467mg/dl. The attending physician then ordered treatment of insulin. Later another blood glucose test was performed and the result was 589mg/dl with a repeat test showing hi. A lab was drawn and it came back at 107mg/dl.